Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was 60 mg/dl. The customer stated the insulin pump was unable to prime and a large amount of insulin was delivered into his body prior to the event. Troubleshooting was attempted but the insulin pump gave an alarm during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.